Event description:
The patient is experiencing "intractable headaches." The pump was explanted approximately one year ago, but the catheter "broke off" during attempt to explant. The hcp reported that the catheter fragment is in the t5 to l4 region. Patient outcome is unknown.